Event description:
Ventilator on patient, nurse noticed saturation dropping as ventilator in standby. Reported to us (B)(6) 2021, hamilton incident form sent by customer to rd, hospital report not sent to regulatory authorities yet.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it was not confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment. The standby mode cannot occur without human intervention. The root cause is most likely user error. In consequence the ventilator was shipped to hamilton medical for investigation which did not show any issues with the ventilator. There was potentially patient harm due to low oxygen saturation. The complaint is preventively deemed reportable.